Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Mfg date: date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. The ge healthcare service representative replaced the micro switch to resolve the reported complaint.

Event description:
While calibrating the machine during a service visit, a ge healthcare service representative noted that the unit was not properly switching from manual mode to mechanical mode of ventilation. There was no report of patient involvement.